Event description:
It was reported that during implant, the physician was unable to get venous access on the left side but achieved access on the right side, but the attempted right ventricular lead was "hubbed up" to the sheath and was not long enough for the patient's anatomy. The lead was removed and a longer lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.